Manufacturer narrative:
Investigation: ball head. Reconstruction-the ceramic ball head cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. Density - the density was determined on the fragments of the ball head. The measured density is complying with the delivery specification for biolox forte components. Metal transfer- there are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces which are clearly assigned to secondary effects, i.e. Rubbing between the metal parts and the ceramic fragments after the primary fracture event. Such patterns do not provide any information about the cause of the fracture. Fracture surfaces- obviously, fragments were rubbed against each other in the period between the primary failure event and the delivery of the fragments to ceramtec. Due to this mechanism, intensive chipping occurred at fracture surface edges and on all fracture surfaces. Therefore, further information probably got lost which might have been helpful in the failure analysis. Increased wear- on the outer surface of the fragments clearly restricted areas wear can be found. These wear zones could have been caused by microseparation/ edge loading prior to the fracture or caused by ceramic fragments and third body wear after the fracture event. Batch history review: the quality documents show that the values obtained on the ball head were according to the specification valid at the time of production. Conclusion and root cause: the failure is most probably user or patient related. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). While getting out of the car, the patient suddenly felt a pain in the right hip. After that he could not walk properly anymore. The ceramic ball head broke. Components in use listed as concomitant devices are: nk460 / biolox prosthesis head 12/14 28 mm s. Nh092 / sc/msc ceramics insert 28 mm 48/50 sym. Nh050t / plasmacup sc size 50 mm. Nk514t / bicontact s plasmapore 12/14 size 14 mm.